Manufacturer narrative:
Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and during the procedure part of implant remained in fallopian tube at the time of implant release (complication of device inertion). Reporter causality assessment was not provided. The above mentioned events were considered non-serious. Part of implant remained in fallopian tube at the time of implant release, interpreted as a device breakage, is unlisted according to the reference safety info for essure and was regarded as a near-incident, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. The remaining event is listed and non-incident. Single cases of essure breakage have been reported. In this particular case, considering that the events occurred during essure placement procedure, a causal relationship with essure therapy cannot be excluded. F/u info and product technical analysis are being sought.

Event description:
This is a spontaneous case report rec'd from a pharmacist on (B)(6) 2014 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced part of implant remained in fallopian tube at the time of implant release (complication of device insertion). No info was given on the patient's history, past drugs, concurrent conditions or concomitant medication. On (B)(6) 2014 the patient had essure (fallopian tube occlusion insert) inserted. At the time of implant release, a part remained in the fallopian tube. The reporter's causality was not provided.